Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of viper implants. During removal of polyaxial screws, the tip of the driver snapped off. An alternative driver was used to complete the procedure. Slight delay in surgery time 15 minutes, however no adverse outcomes for the patient. Rep was present. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
(B)(4). One (1) cannulated polyaxial screwdriver [product code: 2867-20-000] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report noted that the texture of the fracture is consistent across the entire surface suggesting that the driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report noted that the texture of the fracture is consistent across the entire surface suggesting that the driver underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.